Event description:
There was some degree of resistance encountered during insertion. The "rapid gas loss" alarm sounded from the pump and the pump was changed to a system 90. No leaks were noted and the connections were tight. On 10/31/96 a leak was noted and iabp was discontinued. Event complications: none from the event -reported 12/5/96. Pt's current status: on vent -reported 12/5/96.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that producted by calcified plaque during iabp.